Event description:
It was reported that the patient had been admitted to the hospital for unknown reasons. During telemetry, intermittent pacing with loss of capture and pocket stimulation were observed. The device was interrogated and increased thresholds were seen and pocket stimulation with high output was reproducible. Insulation anomaly was noted. The lead was capped and a new lead was implanted on (B)(6) 2017. The patient was reported to be stable during and after the procedure.